Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit found no device deficiencies that would have contributed to the reported complaint, and no issues were observed. The base unit functions as it should, the unit has free movement of adjustment, and the handle locks and adjusts as it should. The left bracket moves and locks into position, and when the handle was closed and put under the proper pressure, it did not move. The teeth on the transitional shows some wear but is adequate enough to hold when locked. The unit was last serviced in (B)(6) 2023; therefore, it is recommended that the unit be serviced as a precaution. The adjustment screw, finishing cap, adjustment wrench, 1/4 pin, 6in transitional, shock cushion, labels and roll pin were all replaced, and general cleaning and maintenance were performed. Further, since an injury has been reported, the unit was sent to quality engineering (qe) for further investigation, and qe confirmed the findings of the initial investigation, and noted minor wear to the starburst teeth,, but no additional deficiencies were noted. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause of the reported complaint is improper or suboptimal positioning of the patient in the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2024-00018: a facility reported that slippage occurred during a procedure, resulting in minor to moderate patient harm during use of the mayfield ultra base unit (a2101). The staff assisted in turning the patient to the prone position onto the operative table, and upon adjusting the head clamp to the desired position, staff noticed the clamps shifting and not adequately locking. Head pins and clamp was repositioned and applied; however, the positioning was still not optimal. Bleeding from pin sites occurred and original pin sites were stapled closed. A replacement headrest was used and the mayfield pins, base and clamp were quarantined.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Customer returned a1083 mayfield skull pins associated with this complaint event. As a result, see revised "failure analysis" narrative which supersedes previous narrative submitted in follow up MDR# 1: failure analysis - investigation of the returned unit found no device deficiencies that would have contributed to the reported complaint, and no issues were observed. The base unit functions as it should, the unit has free movement of adjustment, and the handle locks and adjusts as it should. The left bracket moves and locks into position, and when the handle was closed and put under the proper pressure, it did not move. The teeth on the transitional show some wear but is adequate to hold when locked. The unit was last serviced in july 2023; therefore, it is recommended that the unit be serviced as a precaution. The adjustment screw, finishing cap, adjustment wrench, 1/4 pin, 6in transitional, shock cushion, labels and roll pin were all replaced, and general cleaning and maintenance were performed. Further, since an injury has been reported, the unit was sent to quality engineering (qe) for further investigation, and qe confirmed the findings of the initial investigation, and noted minor wear to the starburst teeth,, but no additional deficiencies were noted. Subsequently, three a1083 mayfield disposable adult skull pins which are associated with this complaint event were returned for evaluation. Inspection of the returned pins noted that one of the pins had a very slightly bent tip. Otherwise, no issues were noted with the skull pins. They were able to securely be inserted into an a1059 skull clamp. Evaluation found no device deficiencies with these a1083 pins that would have contributed to the reported complaint.